Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the left ventricular lead had dislodged and "pulled back into the body of the cs". A lead revision was attempted. During the lead revision and due to significant scarring, the lead had to be extracted and replaced. During the implant attempt of the replacement lead the desired placement location in a larger posterior lateral vein could not be reached, so the lead was not used. No further patient complications have been reported as a result of this event.